Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not complete at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer dermatome oscillating attachment is not working. Additional clinical f/u indicated there was no graft harvested with this dermatome. The customer stated surgical time was not increased. The customer also indicated the presence of an alternate available device to complete the planned procedure.